Event description:
Boston scientific received information that this patient expired at the implant procedure. During defibrillation threshold (dft) testing, the patient was unable to be converted. During the first dft test a 31 and 41 joule shock could not convert the ventricular fibrillation (vf); the patient was converted with an external shock. During the second dft test, the patient was shocked three times using a reverse polarity 41 joule shock; the vf did not convert and the patient was then shocked externally 32-35 times. Attempts to revive the patient were made for 45 minutes, however were unsuccessful. There were no reported device allegations and it was suspected that the patient's diminished cardiac condition (the patient's ejection fracture was 20 percent with a significantly enlarged heart) contributed to the death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.